Manufacturer narrative:
After conducting a thorough investigation, we have found that this is most likely broken pairing sequence. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Unpair all bluetooth devices paired to the phone in the phone's bluetooth settings.(and make sure that the transmitter is no longer paired to other phones) 2. Uninstall the guardian app. 3. Install the guardian app. 4. Charge the transmitter. 5. Start the guardian application and go to the screen with the ""search"" button (this is the screen where you start the search for the transmitter) 6. Disconnect the transmitter from the charger. 7. Wait until the indicator begins to blink slowly (immediately after removing from charging, the transmitter begins to blink very quickly) 8. Press the ""search"" button. 9. On the screen that opens, select your transmitter and connect to it. 10. Then complete the startup wizard. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported issue with finding guardian app on play store or connecting transmitter. Troubleshooting was performed it was reported customer can't able to pair with the mobile app and the transmitter and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the device and the device will not be returned for analysis.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Regulatory report submitted in error. Samd technical assessment stated no issue was found and that the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). Hence this case became not reportable.